Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer blood glucose level ranged from 80-180 mg/dl. Reportedly, the customer changed the needle tip and the cartridge to resolve the issue.